Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing; the reported issue could not be confirmed. However a secondary issue of vial overlabelled by a third party was noted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 28, 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9pm on (B)(6). The patient reported obtaining a blood glucose reading of 4.6mmol/l on the subject meter. The patient manages their diabetes with insulin with no adjustments. The patient reported that at that time they were experiencing symptoms of "feeling strange and a little bit light headed" the patient reported drinking half a glass of (B)(6) and eating a banana sandwich in response to these symptoms. The patient reported that they then had a "seizure/fit". The patient reported that their spouse contacted paramedics. The patient reported being treated with glucose tabs/gel by the paramedics. The patient reported testing their blood glucose on the paramedic's meter but could not recall the exact reading obtained. The patient stated that they did not go to hospital and felt better one hour later. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient suffered a serious injury related to hypoglycemia after the alleged issue began.